Event description:
The operating room supply services coordinator further reported the intended procedure was completed successfully using a similar device. No delay or harm was reported. No repairs performed by 3rd party. No further information was provided.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the customer regarding the event description (b5).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the faulty cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to the service center for evaluation and the customer's reported issue was confirmed as no image was displayed due to a faulty cable unit. Additionally, the rear cover label was faded. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed by the operating room supply coordinator that the 4k autoclavable camera head reportedly "just shows the barcode and they tried it on two different locations" during an unspecified procedure. No patient injury or harm was reported to olympus. The camera head was returned for service.